Event description:
It was reported that following a stent placement, the stent migrated into the patient's central bile duct. The patient was sent to another hospital for a procedure to remove the stent. If the stent is sent back for evaluation a follow-up report will be submitted.